Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified, 90% stenosed lesion in the mid right coronary artery (rca). The vessel had a diameter of 3.0 mm and while the lesion was in a straight segment of the vessel, the vessel had two tortuous bends. The oad was unable to be advanced to the lesion using glideassist mode. The oad was removed without therapeutic speed being activated. An unsuccessful attempt was made to deliver a balloon to the lesion. It was determined that the guide had caused a type c-d dissection in the ostial rca, and operation of the oad in glideassist mode had possibly contributed to the dissection. It was determined that attempts to advance the oad and balloon into the lesion exacerbated the dissection to a perforation. It was noted that it was possible that the guide wire had been advanced through the stent struts of a stent located proximal to the lesion, however, this was not confirmed. It was also thought that the wire straightened the vessel which had introduced some wire bias. The vessel was re-wired, and balloon angioplasty and covered stent placement occurred to treat both the perforation and dissection. The patient was fine following the procedure with no cardiac tamponade or effusion observed.